Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition test. Upon evaluation, cable connecting the distribution node and rear therapy electrode (te) was pulled from the dn strain relief, damaged the pulse wires inside the distribution node (dn). The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open wire is excessive force placed on the electrode cable. No adverse event resulted from the broken wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.